Event description:
The device was used during a low anterior resection procedure. Reportedly, when the pceea 28 was introduced per rectum into the distal end of the bowel, the tissue fell apart as if the staple line was torn. The surgeon performed a colostomy to correct this situation.

Manufacturer narrative:
11/25/97-supplemental report #1 submitted to FDA.